Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Baxter received notification via a voluntary medwatch on 01/05/2010 from a facility regarding a colleague infusion pump in which chamber b was being used to infuse tpn (total parenteral nutrition) which was pushing in vasoactive drips including epinephrine on an unstable ECMO patient. The triple pump chamber b failed without warning, causing the tpn to stop. No other pump was available for back-up. The nurse then stopped the cvp (central venous pressure) fluids from chamber a, placed the tpn tubing into chamber a to run at tpn rate, and located another pump to run the cvp fluids. There is no adverse event, patient injury or medical intervention associated with this report. The software version is currently unknown. No other additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.